Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stated: " I am feeling a rapid heart beat, it's not all the time, I noticed it when I way laying down. I noticed this since my last device check." The device remains in use. No patient complications have been reported as a result of this event.